Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. Three sensors (all unknown serial numbers) were reported and have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which included the following information: a pharmacist reported on behalf of customer who observed error messages with the three freestyle libre sensors in which "sensor did not work, after 60 min sensor keep on asking for 60 min." There was no report of self-treatment or third-party medical intervention due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.